Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose was 450mg/dl. It was stated that the customer wants to medicated herself and want to make sure the insulin pump was functioning as should. The nurse requested someone to call the hospital and to assist checking the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.